Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. The attorney alleges a recurrent hernia; however, no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol kugel patch (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). On (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #2). On (B)(6) 2014: the patient underwent surgery as result of recurrent hernia. On (B)(6) 2015: the patient underwent another surgery as a result of a recurrent hernia. The patient is making a claim for an adverse patient outcome against the 3dmax (device #1) and the kugel patch (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."